Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve double access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use. A partial dose of heparin was administered prior to transseptal puncture (tsp) and the remainder administered after tsp. The patient was also noted to have taken 20mg of xarelto that morning. Active clotting time (act) was 343. The 20mm closure device was advanced and deployed in the laa. During the compression check, a mobile thrombus was noticed on the core wire between the device and the sheath. The physician could not aspirate. The closure device was released, and all devices were withdrawn out of la. There were no patient complications, and the patient was discharged the same day.